Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts had the patient cycle power and explained that a large amount of air had entered into the disposable set. The patient elected to discard the supplies and start over with new supplies. The patient was unable to identify a cause of the error. Product surveillance spoke with the patient's wife who explained that the patient did not contact his nurse yet, but sees her on a weekly basis and will notify her. The lot information and sample were not available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.